Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument had the following issue during revision t3-pelvis (revision (B)(4)): (B)(6). Dr (B)(6) was performing a revision spinal fusion and went to use the x25 final tightening shaft to torque the set screw. He said that the instrument was burred and did not do want it was meant to do and it needed to be replaced. There are x 2 of these instruments on the set so this was used and there was a very minimal delay to the surgery. No ae to patient.